Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unresponsive button due to missing segments/partial display. Unit had flattened up and act buttons dome switch, minor scratched lcd window, scratched case, cracked/pushed lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a low blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump would deliver insulin way more than what was programmed. Customer stated that the insulin pump act button was hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 600 mg/dl due to infusion set and a low blood glucose of 24 mg/dl back in september. Customer current blood glucose reading was 498 mg/dl. No high and low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.